Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and could not reproduce the gas loss alarms. Fse had tested the system with no problems. Than fse had completed a full pm with measurement details.

Event description:
N/a.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has various alarms will not self refill, restarted gas loss alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.